Event description:
It was reported that, on the day prior to this report, the patient began jerking and not feeling well. The patient also experienced withdrawal symptoms, shaking, nausea, sweating, yawning, and hyperglycemia. The patient went to the emergency room (ER) where he received 10mg of morphine. The following morning, the patient called his healthcare provider (hcp) and reported his symptoms. On the same day, the patient saw his hcp and his pump was interrogated, which revealed that a motor stall occurred on 2014 (B)(6) at 14:41 and had not recovered. The pump was stalled for over 24 hours. The hcp tried to override the stall but was unable to. Electromagnetic interference (emi) and mris were ruled out as causes of the stall; the cause of the stall was unknown. It was noted that the pump functioned well for 4 years and the patient received excellent pain relief without oral opioids. However, he experienced abrupt withdrawal symptoms hours after the stall occurred. A pump replacement was performed on 2014 (B)(6). It was noted that at the time o f the replacement, all 2ml of drug and/or cerebrospinal fluid (csf) was able to be aspirated from the catheter without difficulty, so it was not explanted. The patient recovered without permanent impairment. The device system was used to deliver bupivacaine 0.2mg/ml at 0.03746mg/day and morphine 10mg/ml at 1.873mg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Event logs indicated that a motor stall occurred on (B)(6) 2014 and recovered on (B)(6) 2014. Since the pump¿s explant and return for analysis, no additional stalls had been seen occurring in the logs. Non-significant moisture and corrosion was found. All pump components were thoroughly inspected and also showed no significant anomalies. Since a pump stall was never observed or recorded while in analysis, it was determined that no anomaly was found.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).